Event description:
It was reported that the patient noted potential pauses on their iwatch electrocardiogram (ECG) print outs and pacing rates below the lower rate limit. Boston scientific technical services (ts) was consulted to review the data. Upon review of the iwatch data and remote home monitoring data ts noted that the pauses appear to be t-waves or paced beats. One theory discussed was that the iwatch may not be able to visualize the paced beats and in combination of baseline wandering creates longer pacing intervals on the tracing. Ts discussed possible reasons for a device to pace below lower rate limit. During the review of data, ts observed the safety margin on the pacemaker was not programmed appropriately due to high right ventricular (rv) threshold measurements. Further review also observed noise that appeared consistent with minute ventilation sensor oversensing on both the right atrial (ra) and rv channels. Ts suggested further troubleshooting. Ts suggested further troubleshooting. The pacemaker and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.